Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user was crossing the roadway in a crosswalk while operating the power wheelchair when he was struck by a motor vehicle.

Event description:
End user's attorney reports the end user was struck by a truck while operating the power wheelchair as he crossed the street in a crosswalk. End user was not using the seatbelt.